Event description:
According to the available information, the patient complained of pain and auto-filling of the prosthesis. The patient presented to the hospital with pain and fever. The tip of the prosthesis was visible from the glans urethra after three months of implantation. The device was explanted. A photo of the device received appears to show an aneurysm of one of the two cylinders.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.